Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and was not able to confirm an active leak. The customer had rebooted the system prior to his arrival. However, the fse did find the hgb (hemoglobin) chamber foggy and the count vacuum not working properly. He suspected these parts were damaged by the leakage caused by the overflow of the vacuum chamber. The fse replaced the vacuum regulator and cleaned the hgb chamber resolving the issue. (B)(4).

Event description:
The customer reported a leak when using the unicel dxh 800 coulter cellular analysis system. An unknown amount of fluid leaked from an overflow of the vacuum trap in the instrument. The leak was not contained to the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. The operators were wearing personal protective equipment of gloves and lab coats when the leak was identified. There was no exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.